Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device indicated the needle plunger was pulled out instead of being depressed to capture the cuffs. The instructions for use states the operator is instructed to deploy the needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the plunger is in contact with the body of the device. Disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.